Event description:
It was reported that the readings froze. Data was returned but will not confirm the issue or determine a probable cause. Product was provided for investigation; however, investigation of provided product cannot confirm or disconfirm the allegation or determine a probable cause. No injury of medical intervention was reported.

Manufacturer narrative:
(B)(4).